Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to incorrect network settings. A field service engineer (fse) restarted the station, logged into cfnadmin, and navigated to the network settings. Both network adapters were checked pyxinet was functioning correctly, but the hospital network was not connected. The fse ran a network cable to the station, returned to verify all network settings, and restarted the station and the station to booted and logged back into cfnadmin, accessed the network settings, and confirmed that the connection was successfully established after approximately four minutes. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es station was showing disconnect mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.